Event description:
During a routine hemodialysis treatment of cylcer displayed arterial air alarms, and the operator noted that air was coming from the pt's arterial access. The operator was not able to recover the alarms and chose to terminate treatment without rinseback, resulting in a 210cc blood loss. There was no serious injury and no medical intervention was required.